Event description:
It was reported that the device inappropriately detected and delivered inappropriate therapy. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was later reported that the therapy was appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).